Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided, and a ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer attempted to self-treat by administering a bolus via the pump. Customer was transported to the emergency room for assistance with elevated bg. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.